Event description:
The customer reported that the drive support cap was sticking out. Advised the caller to revert to back up plan. The blood glucose reading was 440mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. A broken reservoir tube lip, scratched display window and cracked case also noted during visual inspection.